Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a no delivery alarm, blank display and a motor error alarm. Customer also reported of receiving a failed battery test alarm and a weak battery alert. Customer's blood glucose was 3.7 mmol/l. Customer declined troubleshooting battery alarms. During troubleshooting for motor error alarm, it was found that had an ultrasound and reported two motor position encoder error alarms even though they were not shown in alarm history. Drive support cap appeared normal and customer was able to complete rewind process. After troubleshooting for bland display, display screen returned after battery change. Insulin pump would be replaced due to motor error alarm.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.